Manufacturer narrative:
Section a4: during processing of this incident, further information regarding weight was requested but not received.

Event description:
Related manufacturer reference number: 3006705815-2023-03225. It was reported that patient experienced a shocking sensation as soon as system was turned on at the lowest setting. No accidents, falls, trauma were reported. No impedances issues were reported. Surgical intervention was undertaken wherein the system was explanted and replaced. Effective therapy was restored.

Manufacturer narrative:
The reported observation of ¿uncomfortable stimulation¿ when referencing the lead was not confirmed. The root cause of the observation was not ascertained due to the extent of the explant damage noted as received.